Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device changeout, this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms along with high pacing thresholds and loss of capture (loc) only when connected with the pacing system analyzer (psa). It was the physician's hypothesis that when lead was taken out of pocket for device replacement that a fracture might have manifested. The patient was not dependent. This rv lead was surgically abandoned in the patient. No additional adverse patient effects were reported.